Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited low pacing impedance and noise that was oversensed by the device that led to pacing inhibition. It was noted that the oversensing led to inappropriate automatic mode switch. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.